Manufacturer narrative:
The reported complaint that the autopulse platform (serial #: (B)(4)) displayed user advisory "(ua)45" (driveshaft not at "home" position after power-on/restart) error message was confirmed based on the review of the archive data and confirmed during further functional testing. The root cause of the ua45 advisory message was the defective integrated encoder gearbox, likely attributed to failed component. No physical damage was observed upon receipt. The archive data review indicated multiple ua45 advisory messages around the customer's reported event date, confirming the reported complaint. The autopulse platform passed the preliminary functional test without any fault or error. However, during open case system test, upon powering off and powering on, the platform displayed ua45 numerous times even though the encoder was at the "home" position. After additional testing, it was determined the ua45 error message was related to a defective integrated encoder gearbox. The integrated encoder gearbox was replaced to remedy the reported complaint. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaints reported for the autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #: (B)(4)) displayed user advisory "(ua)45" (driveshaft not at "home" position after power-on/restart) error message. Customer was unable to clear the ua45 error message. No patient involvement.